Event description:
Event description guidant received information that this chronic defibrillation lead exhibited high pacing thresholds, decreased r-wave measurements and intermittent ventricular capture. The physician suspects the lead microdislodged.